Event description:
It was reported that the system displayed a communication error and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a lemo connector and replaced the interconnect cable. The system operates as intended.